Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy procedure performed on an unknown date. According to the complainant, using the navigator hd compared to the former access sheath could contribute to more ureteral damage in the patient. It is unknown on how the navigator hd caused ureteral damage. The procedure was completed with this device. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.